Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine leiomyoma and pelvic pain on (B)(6) 2017, caesarean section in 2010 and pelvic adhesions, right lower quadrant pain and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2488 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.bilateral ureterolysis cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.862 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: diagnostic radiology: hysterosalpingogram; fluoroscopic examination. Clinical indication: tubal obstruction. Film protocol/quantity/findings: the bilateral tubal implants are demonstrated. There is bilateral tubal obstruction. Impression: a satisfactory intraoperative imaging. [Pathology test] on (B)(6) 2017: specimen: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: cervical intraepithelial neoplasia grade 1 (low grade squamous intraepithelial lesion). Uterine leiomyoma. Benign endometrium. Unremarkable bilateral fallopian tubes with benign left paratubal cyst. Gross description: the right fallopian tube measures 6.9 cm in length and has diameter ranging from 0.3-0.6 cm. The left fallopian tube measures 5.5 cm in length and has diameter ranging from 0.4-0.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, indication, drug removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.